Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va0vgkw, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a stabbing sensation several centimeters away from the burr hole. The patient had been scratching it and it was now infected with drainage. A left side system explant was scheduled for (B)(6) and it was noted a culture would be performed after the implant. No further complications were reported. Relevant medical history included history of smoking.